Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump, resolving the issue, and was informed by technical support to continue using the pump, with guidance to contact them again if any malfunction code reappeared.